Event description:
Ra lead threshold rose along with a steep rise in impedance. Due to fact the 1488 st jude lead needed to be removed, all other leads were removed in the process. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).